Event description:
The pump was returned for investigation. Investigation revealed power, case damage, keypad, and display issues. This report is made based on results of investigation completed on 11/21/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2013 with the following findings: review of the black box data showed a history of multiple reboots prior to the complaint date. Evaluation revealed damage to the battery compartment threads and two battery compartment cracks. There was no evidence of moisture within the battery compartment or on the battery cap. The battery cap was unable to be properly secured. A power loss did occur during investigation. The keypad was found to be torn and missing at the ok button. Evaluation revealed that the ok keypad was intermittently responsive. Inspection found the ok key contact to be inverted. There was evidence of contamination found under all button key contacts. Investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).